Event description:
It was reported that the right ventricular (rv) lead was exhibiting high, unstable thresholds and the patient expressed discomfort while being paced in the right ventricle. The lead was repositioned to achieve appropriate thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pacing lead 2012 (B)(6).